Event description:
A falsely elevated hb1c result was obtained on a patient sample. The result was reported to the physician. At a later date a redraw sample was run and a lower result was obtained. Patient treatment was altered. The patient was placed on the anti-diabetic medication, janumet, on the basis of the falsely elevated hb1c result. There was no report of adverse health consequences as a result of the treatment.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hb1c result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.